Manufacturer narrative:
The device was returned to olympus for inspection. Based on investigation results, the reported issue was confirmed. Probable cause based on reasonably known information based on device evaluation was due to wear problems, cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the ureteroreno videoscope exhibited the angled part worn out. There was no patient involvement.